Event description:
It was reported that multiple noise reversions were last recorded on (B)(6) 2022. No egms were available as noise reversion collection egms were off. No other egms suggested noise. No changes will be made, and lead will be monitored. Patient was stable.